Event description:
Olympus received a maude report number (B)(4), which states "volun (B)(6) 2013: ceramic tip of inner sheath of resectoscope broke off the instrument as it was being removed. Reason for use: resection of tumor." Olympus followed up with the user facility to obtain more information regarding the report, but with no result.

Manufacturer narrative:
The device referenced in the maude report is eis-cgr25 but this is not a valid model, the correct model is eis-cfr-25. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined. This report will be supplemented if additional and relevant information is received later.